Event description:
Treatment of wide necked lobulated aneurysms located in the posterior communicating artery. On (B)(6) 2014, the patient underwent stent assisted (solitaire ab) coiling embolization treatment. During the procedure, it was reported the 2-6-helix implant coil could not be advanced into the aneurysm. Upon checking the implant coil, it was noticed to be prematurely detached as it was at the neck of the aneurysm, but inside the catheter. A solitaire stent was used to remove the detached implant coil from the patient. No patient injury was reported as result of the procedure.

Manufacturer narrative:
The axium coil was returned for evaluation without the introducer sheath, without the rebar microcatheter, and with the implant coil already detached (broken from detachment stick) and missing. The device could not be used for resistance testing with an in-house microcatheter due to its damaged and incomplete condition. An in-house instant detacher was then used to actuate the release mechanism, successfully detaching the detachment stick. The evaluation could not determine the cause of the event. It is possible that the coil detached due to the break in the detachment stick, and subsequent to the reported resistance. All of the measured parts of the pusher that could affect detachment were found to be within specification. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium coil instructions for use (IFU): warning: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil. Reference (B)(4) follow-up 1.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. Reference cer (B)(4).